Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4) ¿ manufacturing date: april 12, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the tip of a stepped drill bit broke during a trochanteric fixation nail procedure to repair a hip fracture. No fragments were generated, nor did any part of the broken instrument fall into the surgical opening. A similar device was readily available for use to complete the procedure. A minor delay of approximately a few minutes was reported, but no additional intervention was required. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the tip has sheared off the returned drill bit and was returned, along with the remainder of the device, for evaluation. The tip fragment that sheared off is approximately 18.0mm long, as measured using micrometers. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The manufacturer was unable to determine a definitive root cause. However, the complaint condition was most likely caused by the use of a bent/broken/damaged/worn instrument. Another possibility was use on dense bone. It is not likely that the design of the device contributed to this complaint. The 6.0mm/10.0mm stepped cannulated drill bit is an instrument routinely used in the titanium trochanteric fixation nail system. Upon visual inspection, the complaint condition is confirmed. The most distal step of the drill bit has entirely sheared off at a slight angle. The balance of the returned device is in fairly worn condition with markings and signs of wear along its length. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. A device history review did not identify any non-conformance reports, material record reports, or complaint related issues. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.